Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause could not conclusively be established through this evaluation. Additionally, a direct correlation between the device and the reported elevated ldh could not conclusively be established through this evaluation. Beginning on (B)(6) 2017, the log file captured a few transient elevations in pump power and estimated flow, ranging from 9.2 to 9.7 watts and 8.9 to 10.4 lpm, respectively. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, the patient was admitted to the hospital for an elevated lactate dehydrogenase (ldh) level of 1616 u/l. The patient was given IV heparin and sodium bicarbonate, and was briefly on integrilin and dobutamine until the ldh improved. On (B)(6) 2017, the patient experienced tea colored urine, nausea and pain over the area of the pump, and increased ldh level increased to 1786 u/l. Plasma free hemoglobin was 17.8 mg/dl on admission, and 3.9 mg/dl on (B)(6) 2017. A ramp echocardiogram was performed, and revealed that the left ventricular cavity was moderately enlarged. On (B)(6) 2017, a log file was submitted and reviewed by technical services representative, and a few intermittent power elevations above the baseline range were observed. The patient was discharged to home on (B)(6) 2017 on aspirin 325 mg, persantine, and coumadin. The inr goal was 2.5-3.5. On (B)(6) 2017, the patient was admitted to the hospital for an inr of 1.7 and an ldh level of 972 u/l. The patient was placed on a high intensity heparin drip and a sodium bicarbonate drip. A transthoracic echocardiogram was performed, and revealed no aortic insufficiency, with the aortic valve intermittently opening. The echocardiogram also revealed reduced right ventricular function. The patient¿s ldh was 701 u/l at discharge on (B)(6) 2017. On (B)(6) 2017, during the patient¿s follow-up clinic visit, it was observed that the ldh level decreased to 501 u/l, and the inr was at goal. No additional information was provided.